Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had unexpected restart alert and button error. Customer¿s blood glucose was unknown. Customer stated that customer experienced multiple unexpected restart after battery change but customer was able to rewind the insulin pump. Insulin pump will not be returned for analysis.